Event description:
There was no problem of the subject device in preoperation test. When the physician was dissecting tissues during a procedure, there was something wrong. The physician confirmed the tip of device and the probe tip was detached. There was no patient harm reported.

Manufacturer narrative:
The subject device was returned to olympus medical system corporation for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As the result of evaluation, we have concluded that the probe tip presumably was scratched because the physician activated seal and cut mode output while the probe tip was in contact with metal such as a clip and forceps. After that, since the physician continued to use the device, the crack occurred and broke off. Based upon the finding of the evaluation, this report appears to be related to user handling.